Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip was inserted and deployed onto the mitral valve. A second clip, mitraclip ntw was inserted, and grasping was performed. However, difficulties capturing the leaflet occurred, and while attempting to place the mitraclip ntw, a new flail was observed on the anterior mitral leaflet (aml). Therefore, the clip was removed and replaced. A third clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that the mr had increased to a grade of 4, and the patient remained breathless. It was noted that the clips remained stable on the leaflets. On (B)(6) 2026, a second mitraclip procedure was performed, and one clip was successfully implanted between the previously implanted clips. However, the mr remained at a grade of 4. It was noted that the patient remained hospitalized and remained stable. On (B)(6) 2026, the patient died. It was noted that the leaflet had gotten worse, causing mr to be worse than baseline. The patient's tr also was worse. The cause of death was due to heart failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the cause of the reported positioning failure (leaflet capture) could not be determined. The reported tissue injury appears to be a cascading effect of the positioning failure. Subsequently, the worsening mitral regurgitation (mr), heart failure, and shortness of breath are likely cascading effects of the tissue injury and the patient¿s underlying condition. The cause of the reported patient death could not be conclusively determined. The reported patient effects of tissue injury, mr, shortness of breath, heart failure, and death are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip was inserted and deployed onto the mitral valve. A second clip, mitraclip ntw was inserted, and grasping was performed. However, difficulties capturing the leaflet occurred, and while attempting to place the mitraclip ntw, a new flail was observed on the anterior mitral leaflet (aml). Therefore, the clip was removed and replaced. A third clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that the mr had increased to a grade of 4, and the patient remained breathless. It was noted that the clips remained stable on the leaflets. On (B)(6) 2026, a second mitraclip procedure was performed, and one clip was successfully implanted between the previously implanted clips. However, the mr remained at a grade of 4. It was noted that the patient remained hospitalized and remained stable. Subsequent to the previously filed report, additional information was received: the patient presented to the procedures with old, degenerated leaflets, pre-existing chordal rupture, and flail. A total of three clips were implanted (on (B)(6) 2026, two clips were implanted, and on (B)(6) 2026, one clip was implanted), and they all remained stable. The fourth clip (50828r1123) was used during the first procedure on (B)(6) 2026, but was not implanted due to the physician decided to use another size clip. Further intervention was not considered after the mr remained severe post second implant procedure on (B)(6) 2026, as the multidisciplinary team (mdt) deemed that further intervention would only make the damaged leaflet worse, not better. On (B)(6) 2026, the patient died. It was noted that the leaflet had gotten worse, causing mr to be worse than baseline. The patient's tr also was worse. In the physician's opinion, the mitraclip ntw did not cause or contribute to the patient death, but rather, the severe mitral regurgitation (mr) and heart failure symptoms prior to the procedure and after the procedure contributed to the patient death. It was noted that the fact that the leaflet tear occurred during the procedure meant that the mr was not resolved, and therefore, the symptoms continued to worsen. The physician stated that the patient was very old and frail, and that they still had severe mr, and the tr also became worse post procedure. The cause of death was due to heart failure and old age.